Event description:
Ifosfamide chemotherapy infusion cross checked by 2 rns and line threaded through IV pump. Safely connected chemotherapy line to patient's single lumen port using chemotherapy administration precautions. Green caps applied to y-sites on pre-primed IV tubing prior to initiation of infusion. 3cc chemo spill at start of infusion. Patient stating, "I feel something wet". Infusion stopped. Leak appeared to be from y-site closest to patient, dripping onto the patient's gown. Line swiftly lifted from patient and wrapped in plastic-backed bed pad to prevent further leaking onto patient. Gown removed, chemo "spill kit" acquired. Patient's shoulder washed with chg and monitored throughout shift. Vss (vital sign score). No adverse effects noted at this time. Physician notified. (B)(6) contacted, and pharmacist to bedside to collect defective line and chemotherapy bag. Administration delayed 1 hour waiting for a new bag of chemotherapy to be delivered. Patient safety maintained.